Manufacturer narrative:
While the specific devices used were not identified by patient/complication, the author indicates that laminotomy type lead implants were primarily resume ii model 3587a and resume tl model 3986a. Journal reference: rosenow, md, et al. "Failure modes of spinal cord stimulation hardware." J. Neurosurgery: spine/volume 5, 2006; 183-190.

Event description:
The article lists one case of infection related to resume lead (fbss). No additional information was provided concerning patient symptoms and outcomes. Journal reference: rosenow, md, et al. "Failure modes of spinal cord stimulation hardware." J. Neurosurgery: spine/volume 5, 2006; 183-190.